Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they stopped using the aligners when the FDA field notice was announced. The aligners caused their gums to recede.